Event description:
Patient called to report that "new belt" still did not work. Tried on two occasions. Both times "name and battery level" displayed. Then "no rate" message. In about 1/2 hour, it started beeping and says "adjust belt." Both belt and monitor were replaced.